Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery voltage of 2.49 volts and a charge time of 14.8 seconds. A battery status of elective replacement indicator (eri) had not been declared, even though the device was exhibiting a battery voltage below 2.50 volts. No adverse patient effects were reported.

Event description:
Subsequent information indicates that this patient will be followed on a monthly basis until eri is declared.

Event description:
Subsequent information indicates that this product was explanted, replaced and returned for normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The clinical observation can happen if the device battery voltage drops below 2.50 volts after the daily measurement is performed and the device is interrogated before the next daily measurement which is when the device battery status is updated and declared. This is normal device operation.